Manufacturer narrative:
Sample collection information was not provided for this event. Qc was run before and after the incident and were within qc specification. Bci field service engineer (fse) was dispatched for this event but did not find any instrument related problems. Qc was checked and the instrument was verified. At this time, root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the act diff instrument generated incorrect low wbc, hgb & high mcv results for one (1) patient specimen when compared to reference instrument results. The sample printout for the act diff instrument came from an lis and does not reflect instrument generated flags, messages or histograms. Erroneous results were reported out of the lab. Patient was sent to the hospital for other additional scheduled tests. Another sample was redrawn and run on a reference instrument. Sample results were higher for wbc, rbc, hgb and lower for mcv and plt results. No additional samples were impacted by this event. There was no death or injury as a result of this incident;.